Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. He complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutanous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient developed abscess on the tube and was treated with antibiotics. The peg tube was removed and a new peg tube was placed one week later. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient developed abscess on the tube and was treated with antibiotics. The peg tube was removed and a new peg tube was placed one week later. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient developed abscess on the tube and was treated with antibiotics. The peg tube was removed and a new peg tube was placed one week later. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report. Additional information received on december 19, 2015: the peg tube was initially placed in 2012 and it was replaced because the peg tube was also clogged.